Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the tubing split open in the middle and blood spilled out from the tubing during collection. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no holes in the tubing or evidence of damage to the product as all samples met specifications. Additionally, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device and all samples passed testing exhibiting no signs of damage to the device, or leakage during use. Also, the 30 retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of damaged tubing causing leakage during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the tubing split open in the middle and blood spilled out from the tubing during collection. No patient or user impact reported.